Event description:
It was reported that a device alarmed for a door not fully latched message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.